Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. The critical pump error was generated by inverse critical block did not add to zero error alarm per boot loader traces, problem was isolated to electrical board. The motor was testes outside the device and passed. Unable to perform functional test including self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.